Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours after insertion. The insertion site was abdomen. The infusion set was in use for four hours. The patient reported bleeding at the insertion site. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.